Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the issue. The voltage on the panel was increased to 5.03 vdc. Contact reinforcer was applied to the contact of the power supply connector. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system would not capture fluoroscopic images, locked up with a control panel error message displayed, and then would not restart. The exam was completed with other system. No pt injury was reported.